Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to t-wave oversensing, under primary, and secondary vector configurations. Reportedly, the shock zone was reprogrammed, the patient medications were enhanced, and another ablation procedure was performed. Further information indicates that the creation of a new ventricular fibrillation template during the ablation procedure was difficult as the rhythm did not successfully align. Technical services indicate that a template should be re-captured after the ablation procedure and re-screening activities for the patient are being performed. This s-ICD remains in service and no additional adverse patient effects were reported.